Event description:
The customer reported that the canopy is ripped near the front window zipper. No patient injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product shows that the mattress envelope patient surface has a ten foot tear.